Event description:
It was reported that the device's downstream occlusion calibration had failed during testing.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to tampering of the device. It was found that the downstream occlusion(dso) seal was glued to the dso sensor. The dso sensor and seal were cleaned and replaced.